Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: the black box showed evidence of short battery life illustrated with a drastic voltage drop leading to ¿cs128¿ replace battery alarms. An ¿ez-prime¿ sequence was performed correctly. The sleep current draw was out of specification and a ¿short battery life¿ was duplicated. The pump¿s cover was removed and the current readings returned to specification after unplugging the continuous glucose monitor (cgm) board from the printed circuit board. Inspection revealed moisture corrosion to the cgm module. Unrelated to the original complaint, the display contrast was dim and faded.